Event description:
It was reported that the patient had severe pain around the pump site. The patient had pocket site cellulitis which had symptoms of redness at the incision site. It was treated with an "IV/oral" antibiotics. It was last reported that this patient still had symptoms including severe pain around incision area. The pump was infusion compounded baclofen.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown. Accessory: model: 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. (B)(4).